Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that there was a loss of motorized movements. There is not report of injury or death associated with the event described in this complaint.